Manufacturer narrative:
The endogator hybrid tubing subject of the reported event was not returned for evaluation. As the device was not returned for evaluation, the cause of the reported event could not be determined. The device history record was reviewed for the subject lot and confirmed the lot was manufactured to specifications; no abnormalities were noted. No additional issues have been reported.

Manufacturer narrative:
The investigation of the event is currently in progress. A follow-up report will be submitted if additional information becomes available.

Event description:
The user facility reported that their endogator hybrid tubing was leaking and not sticking during suction. No report of injury.